Manufacturer narrative:
Product event summary: a video data file was returned and analyzed. The received video shows a practitioner aspirating from the side tubing of a sheath during a procedure and then taping it. However, the video did not provide additional details regarding product identification, the date of the procedure, or the reported failure. In conclusion, the reported issue was not observed in the video data file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the sheath in a cardiac ablation procedure, there were issues with a lot of bubbles forming during the aspiration of the sheath after every exchange. It was noted that it took multiple aspirations to clear the line or tubing of bubbles compared to other sheaths, describing the bubbles as "champagne-like." Attempts to mitigate the issue by aspirating slower and using smaller syringes did not resolve the problem. It was noted that the problem was not related to the valve, as it had been tested under water, and there was speculation that the flexible tubing design might be a contributing factor. The procedure was completed without any patient symptoms or complications, and no medical or surgical intervention was needed to prevent permanent impairment. The patient was under general anesthesia, and the event did not lead to or extend hospitalization. No patient complications have been reported as a result of this event.